Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported blood glucose results of 15.3 mmol/l on aviva system 1, 3.2 mmol/l and 4.1 mmol/l on aviva system 2 within 10 minutes. Customer used the same vial of test strips in both meters. No adverse event alleged. Strips are not available for return.